Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As the result of evaluation, it was found that the tissue pad of the subject device was severely worn and both the probe and the grasping section had contact marks with each other. The manufacturing record was reviewed with no irregularities noted. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the proximal side of the tissue pad was worn since the user activated output while the distal end of the device was grasping thick hard tissue. Also it was known that contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. Furthermore, because the probe was subjected to a load, an error occurred. The instruction manual of the device has already warned as follows; do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white tissue pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.

Event description:
During an operation for appendicitis, the subject device was used. Unspecified error occurred. The procedure was completed with another device. There was no patient injury reported. As a result of evaluation of olympus medical systems corp. (Omsc) on november 9, 2017, omsc found that the tissue pad was severely worn.

Manufacturer narrative:
This supplemental report is submitted to correct "device product code."